Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to sepsis. Reportedly, the patient was admitted to the hospital with bacterial urinary tract infection and subsequently developed septic candida auris infection. There were no additional adverse patient effects reported. This rv lead was explanted.